Event description:
Implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, peri-implantitis, inflammation.